Event description:
User allegedly had "twenty three test strips giving end user error messages." End user explained that there was a visual difference in the ones [strips] that work and the ones that do not. Replacements were sent out by customer service.